Event description:
It was reported that the 9800 system pulling images from other files and placing them in different pt folder. There was no pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced as a precaution. The system was tested and found to be working as intended and put back into service.